Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall adapter. Customer's blood glucose was 108 mg/dl. Reportedly, the customer charged the pump with tandem adapter for 30 minutes and was able to charge battery successfully.